Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt, (serial: (B)(6), product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that it doesn't want to work. The patient clarified the controller device will not turn on or off. The patient stated they are fully charged and they need to turn the implanted neurostimulator (ins) on but the controller will not connect to the ins without the recharger (rtm) cord connected. Patient stated they turns stim off at night to sleep and on in the morning because they can't sleep with it vibrating. The patient stated when they turn on the controller it says no device found. Patient service specialist had patient connect the recharger cord to the controller and patient verified the controller is showing 50% charge and 50% charge in the ins. The patient disconnected the rtm cord and locked the controller and then tried to connect to the ins without the rtm cord and the patient is getting "no device found" the issue was not resolved. A replacement controller was sent out.

Manufacturer narrative:
Product ID 97745nt, serial# (B)(6). Analysis of the controller (B)(6) found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.